Event description:
It was reported that during follow-up, low impedance was observed on the right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).